Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for one patient sample. The initial result from an edta plasma sample was < 0.100 miu/ml with a data flag and was reported outside the laboratory. A serum sample that was drawn at the same time as the edta tube was tested on (B)(6) 2013 and the result was 177.7 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 169563. The expiration date was not provided.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based upon information provided, the most likely root cause was a misadjusted mixer speed. The mixer speed was found to be too high which can cause foam or bubbles in the reagent. It was also noted the customer was using a too low centrifugation force when compared to the tube manufacturer's recommendations. As all qc results were within range, there was no indication of a reagent issue. No adverse event was reported.